Event description:
Information was received from a consumer with an implantable neurostimulator (ins) for non-malignant pain and rsd / causalgia-complex regional pain syndrome. Around (B)(6) 2016, the patient had to turn her stimulator off at a festival with rides because it made her stimulation speed up. It was also reported that the patient's therapy would turn off for a couple minutes and turn back on after going in and out of a store. This occurred on (B)(6) 2016 and a couple other times at an unknown date. It was suggested the patient turn the stimulator off at the store and monitor what happens. Additional information from the patient indicated the issue resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.